Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system did not have phacoemulsification during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: the customer reported that the system had no phaco during a procedure. There was no reported harm to the patient. Multiple attempts were made to get additional information with no customer response. With no additional related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).